Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in operating room for device and lead explant due to systemic infection unrelated to the device. During the procedure it was noted that the helix on the right atrial lead was retracted; fluoroscopy confirmed helix retraction. It was confirmed that there was no dislodgement of the lead. The lead was explanted. The patient's condition was stable post procedure.